Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of menometrorrhagia, tobacco user, alcohol use, c-section, cholecystectomy, appendectomy, ovarian operation, pelvic pain female, menometrorrhagia, covid-19, arthritis and swelling (allergies: hydroxychloroquine: swelling). The patient had a family history of diabetes mellitus and heart disease, unspecified. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2021, 5981 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): right, with essure specimen clinical information: clinical history: pelvic pain menometrorrhagia procedure: laparoscopic bilateral salpingectomy and essure removal final diagnosis: a. Endometrium, curettage: mid to late secretory endometrium. B. Fallopian tube, left, salpingectomy and essure removal: complete cross-section of fallopian tube identified. C. Fallopian tube, right, salpingectomy and essure removal: complete cross-section of fallopian tube identified. Gross description: the specimen is received in formalin labeled with proper patient identification and "left fallopian tube with essure" is a 1.5 x0.4cm fallopian tube segment without fimbria identified. Within the lumen is tightly coiled 1.3 x 0.1 cm portion of essure coil. Free floating in the container is loosely coiled 16 by less than 0.1 cm silver metallic essure coil. The specimen is received in formalin labeled with proper patient identification and "right fallopian tube with essure" is fimbriated fallopian tube received in segments, when reapproximated is 6.5 x 0.5 cm. Protruding from one aspect is loosely coiled 7 x 0.1 cm silver metallic essure coil quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report added. Medical history & lab data added. Patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2021, 5981 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2021, 5981 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.